Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was reported that the patient stated that she is not emptying and not able to have a complete void. The patient thinks device is working "too well". No further complications were reported.